Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. The display screen was found to be fully functional and fully illuminated with no extrinsic lines visible on the display. The reported line through the display screen was unable to be confirmed or duplicated. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. The contrast setting was found to be set at '7'. During evaluation, the contrast setting was set to a maximum of '10' with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.